Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
The second screw of the (B)(4) proximal tibial replacement which was inserted in primary op backed out in (B)(6) 2011. So, the add'l op (screw removal op) was performed on (B)(6) 2011.